Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional and would no longer able to charge. The patients ipg was replaced. The patient obtained great coverage program and was doing well postoperatively. The explanted ipg was disposed.